Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to reload the set 151 alarms. The device was determined to meet specification relative to the iipv found in the logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: use error, inappropriate bypass of the initial drain. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance called the nurse to inform regarding the instance of overfill that had occurred on (B)(6) 2010. The nurse stated that the patient had died on (B)(6) 2010 and cause for the death was due to patient deciding to withdraw from peritoneal dialysis (pd) therapy. The patient had transferred to hemodialysis on (B)(6) 2010. The hc was returned on (B)(6) 2010. The nurse stated that the patient did not have any issues with the pd therapy or the hc prior to the death.

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 1. The drain volume was 4057 ml. The programmed fill volume was 2200ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.